Event description:
The customer stated that she woke up with high blood glucose levels and no delivery alarms. The customer changed the infusion set several times, but continues to experience elevated blood glucose. The customer also mentioned that she experienced low blood glucose levels on (B)(6) 2013, and was treated by the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. No high pressure test conducted as the customer's initial complaint was that she was getting the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.